Event description:
The customer reported that when they attempted to discontinue therapy on a pt in the surgery suite, the unit would not turn off when the on/off switch was used. No pt injury was reported.